Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2019 with the following findings: during investigation, there were no power issues in black box. The battery compartment was cracked. The battery cap was not returned with pump for investigation. A test cap used for investigation and it was able to attach securely to pump. There were no power issues occurred during testing. Unrelated to the original complaint, there was corrosion in battery compartment. Pump leaks at battery compartment. Pump opened; no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and moisture was visible in the battery compartment. No damage to the pump was alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.